Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The instrument was disassembled to inspect the internal components, no evidence was found that could have caused the reported activation issues. When the device was disassembled to inspect internal components it was found that the closure indicator was broken and not making contact with the moving trigger. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic colectomy, the device became not to be activated while the device was used on mesentery. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.